Event description:
After threading the epidural catheter, an attempt was made to pull it back to the 10 cm mark. While pulling it past the 15 cm mark, the blue marking began to disappear and could easily be rubbed off with the skin of a glove. The catheter was immediately removed and a new catheter was placed.